Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; attune crs femoral lt sz 8 cem femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement

Event description:
Subject ID: (B)(6). Associated study: (B)(4). Clinical adverse event notification received for knee dislocation and subsequent revision. Event is serious and is considered severe. Event is not related to device and is related to procedure. Doe: (B)(6) 2018 ; doi: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.